Event description:
Event [preferred term] (related symptoms if any separated by commas) injection site more red [injection site erythema], pain in leg at same spot where patient had given the injection [injection site pain], had a needle stuck/broke in leg [needle issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "injection site more red(injection site redness)" with an unspecified onset date, "pain in leg at same spot where patient had given the injection(injection site pain)" beginning on 09-nov-2025, "had a needle stuck/broke in leg(needle broken)" with an unspecified onset date, and concerned a 61 years old female patient who was treated with novofine 32g 4mm (needle) from unknown start date for "prediabetes", "weight loss", , novofine 32g 4mm (needle) from unknown start date for "prediabetes", "weight loss". Current condition: prediabetes, wears reading glasses, hammer toe. Concomitant products included - ozempic 1.0 mg 3.0 ml (semaglutide 1.34 mg/ml) treatment included - percocet [oxycodone hydrochloride; paracetamol] (oxycodone hydrochloride, paracetamol) on (B)(6) 2025, the patient felt pain in leg .it was the same spot where they had given themselves the injection and they thought there was needle in leg. On the same day, the patient went to urgent care, they did ultrasound (test name: ultrasound scan) because the needle was so small that they weren't sure they could see it in an x-ray. It looked like the needle had broken off. The injection site was more red. On an unknown date, the patient was hospitalized because they had needle stuck/broke in their leg (hospitalization duration was not specified) batch number of novofine 32g 4mm was ps7c20a batch number of novofine 32g 4mm was requested. The outcome for the event "injection site more red (injection site redness)" was recovered. The outcome for the event "pain in leg at same spot where patient had given the injection (injection site pain)" was recovered. The outcome for the event "had a needle stuck/broke in leg (needle broken)" was unknown. Reporter's causality (novofine 32g 4mm ) - injection site more red(injection site redness) : unknown pain in leg at same spot where patient had given the injection (injection site pain) : unknown had a needle stuck/broke in leg, had needle in them (needle broken) : unknown company's causality (novofine 32g 4mm ) - injection site more red(injection site redness) : possible. Pain in leg at same spot where patient had given the injection(injection site pain) : possible had a needle stuck/broke in leg, had needle in them (needle broken) : possible. Investigation results: product name: novofine plus 32g x 4mm batch number: ps7c20a investigation results: a visual examination of the returned product was performed. During examination of the product, no irregularities related to the complaint were detected. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Microscopic examination performed. The unused needle met specification. A visual examination of the returned product was performed. With respect to back needle. There was no abnormalities related to the back needle. Needle points on patient needles examined visually for defects. The unused needle met specification. During examination of the product, no irregularities related to the complaint were detected. Product name: novofine plus 32g x 4mm batch number: unknown investigation results: a visual examination of the returned product was performed. During examination of the product, no irregularities related to the complaint were detected. Microscopic examination performed. 1 used needle a visual examination of the returned product was performed. With respect to back needle. There was no abnormalities related to the back needle. Needle points on patient needles examined visually for defects. 1 used needle with hooked on patient end needle the used needle had a damaged needle point. The user may have experienced increased pain or difficulties during penetration. The observed fault is a result of accidental damage during use. Since last submission, the following details have been updated: -investigational results and imdrf codes (b,c,d, and g) updated. -malfunction field updated -novofine plus 32g x 4mm was updated -narrative updated accordingly. Reference notes: reference type: e2b linked report reference ID#: (B)(4). Final manufacturer comment: 15-apr-2026: the suspected device novofine plus needle (needle from same pack) has been returned to novo nordisk for evaluation. One used needle found to have hooked tip (damaged needle point). The user may have experienced increased pain or difficulties during penetration. The observed fault is a result of accidental damage during use. H3 continued: evaluation summary investigation results: product name: novofine® plus 32g x 4mm batch number: unknown a visual examination of the returned product was performed. During examination of the product, no irregularities related to the complaint were detected. Microscopic examination performed. 1 used needle a visual examination of the returned product was performed. With respect to back needle. There was no abnormalities related to the back needle. Needle points on patient needles examined visually for defects. 1 used needle with hooked on patient end needle, the used needle had a damaged needle point. The user may have experienced increased pain or difficulties during penetration. The observed fault is a result of accidental damage during use.